Manufacturer narrative:
Date of event is estimated.

Event description:
1627487-2021-18244, 1627487-2021-18243. It was reported that the patient is experiencing pain at the ipg site when therapy is turned on. Diagnoses reveled high impedances on the leads. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experienced uncomfortable stimulation/ pain at the ipg site when therapy is turned on was reported to abbott. It was determined all the leads read high impedances. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that further investigation found no further issue with the leads and remain implanted. High impedance on lead was able to be reprogrammed and therapy was restored. Leads are not reportable.